Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported a 6f angio-seal vip was deployed on or around (B)(6) 2011, following a left heart catheterization (lhc). Approx 10 days later, the pt presented with signs of claudication in the same side lower extremity. An ultrasound and angiogram of the site showed that blood flow in the extremity was diminished. Surgery was performed (date unk) to remove the angio-seal anchor/collagen/suture from the pt's popliteal region. The pt was reported to be stable after surgery and was later discharged from the hospital.